Event description:
It was reported that this left bundle branch (lbb) lead was explanted due to unknown product performance anomaly. A new lead with the same model was implanted. No additional adverse patient effects were reported. Ai indicated the physician wanted to reposition the lead due to a slightly elevated threshold. The physician then decided to explant the lead in case the helix was compromised in which case it was not.

Event description:
It was reported that this left bundle branch (lbb) lead was explanted due to unknown product performance anomaly. A new lead with the same model was implanted. No additional adverse patient effects were reported.